Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. After deploying mid crown of the aortic body stent graft, the graft could not be repositioned to the intended landing zone. After manipulation of the device, and moving the device back and forth, the graft was finally repositioned down to the intended landing zone. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension and was treated for a hypersensitive reaction per the IFU and was stabilized. The proximal seal zone was ballooned followed by the deployment of a palmaz balloon expandable stent; however, the palmaz was inadvertently deployed over the contra wire prior to removing the main body delivery system. The aortic body delivery system could not be removed due to becoming impinged by the palmaz stent. The patient was converted to open repair and a laparotomy was performed, successfully removing the delivery system. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer was determined to be user/procedure related due to excessive manipulation the of the stent graft. Based on similar reported events, the device manipulation most likely resulted in a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft. The difficult deployment, and extra manipulation of the aortic body and polymer leak, and transient hypotension, and the inability to remove the delivery system, which resulted in the need for an open repair, is confirmed. Calcification of the aorta was also noted at the level of the seal zone. The delivery system and/or was not available for evaluation. As of the date of this report, there have been additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on (B)(6) 2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.